Event description:
Reporter stated that pt experienced a hypoglycemic event after basing insulin dosage on device results. Reporter did not indicate the type ot amount of insulin delivered, nor did he indicate the value upon which pt based dosage. Reporter indicated that he treated pt with orange juice and candy, after which blood glucose measured 99 mg/dl on the suspect device. Reporter stated that pt was still feeling ill and was subsequently transported to the hosp. For additional treatment. Pt was reportedly given an intravenous dextrose solution at the hosp. Additionally, pt was reportedly given an MRI and EKG, to determine if she had suffered a stroke; she had not. Reporter did not indicate did he provide the duration, if applicable; of hospitalization. Pt's current condition: :feeling ok." Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. A subsequent attempt to contact the reporter for additional information was not successful; technical +rep. Indicated that a recording stated that the phone number had been disconnected.